Event description:
It was reported that the product was possibly overtorqued. Additional info was requested and on (B)(6) 2014, the following was provided by the customer. The only info the customer had was that the issue was reported on (B)(6) 2014. There was another hand piece available with minimal delay in the procedure (about 10 minutes).

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.